Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced no audio output. Pediatric patient uses adult device against user guide recommendations. Patient's device is out of warranty. At the time contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device and data were not returned for evaluation, therefore the customer complaint could not be confirmed. It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver is out of warranty. The receiver warranty expired on (B)(4) 2014. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.